Event description:
It was reported that the patient had no energy and on the device implant side of the body, the arm and hand were clumsy. It was also reported that the patient did not have these symptoms before device implantation. The patient was advised to seek medical attention; however it is unknown whether there was any medical intervention. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.